Event description:
On (B)(6) 2017 I received the essure. In (B)(6) 2010, I started having thyroid issues and was diagnosed with hashimoto disease. After that I had to have my gallbladder removed. Since then I have had severe inflammation, numbness and pain in my extremities, bloating pelvic pain, massive bleeding, heartburn, fog memory, and migraines. I have been placed on several medications with no response. I was diagnosed with lupus, ra, and fibromyalgia. But all blood work was negative. I also had an endometrial ablation. I finally had a hysterectomy on (B)(6) 2018.